Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was blinking and shut down during a case. She checked the log files and there were no errors. The monitor was able to resume monitoring once it rebooted with no further issues. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was blinking and shut down during a case.